Manufacturer narrative:
G4: reported device marketed in the u.s. Only for veterinary use, however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Related 510k number k151165. If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with ny-sta black suture. The client (veterinarian) reported that the needles are dull and not useable.